Manufacturer narrative:
This event occured in (B)(6). A male patient aged (B)(6). A male patient (B)(6). A male patient (B)(6). A female patient (B)(6).

Event description:
The customer reported that they received questionable results for a total of four patient samples tested for cholesterol gen.2 (chol), creatinine plus ver.2 (crea), and uric acid ver.2 (ua). Results were said to be twice as high as normal for these patient samples. Other tests from the same sample tubes were said to be normal. Of the four patient samples, two had erroneous results that were reported outside of the laboratory for these mentioned tests. The first patient sample initially resulted as 156 umol/l for crea and 855 umol/l for ua. These initial values were reported outside of the laboratory, where they were questioned by a physician. A sample from this patient was tested on (B)(6) 2015 and resulted as 85 mmol/l for crea and 421 umol/l for ua. It is not clear if the measurements performed on (B)(6) 2015 were from the same sample or from a different sample collected at a different time. A clarification has been requested. A clarification has also been requested for the units of measure used for crea since both units of umol/l and mmol/l were provided. The second patient sample initially resulted as 11.58 mmol/l for chol. This initial value was reported outside of the laboratory and questioned by the physician. A sample from the patient was tested on (B)(6) 2015, resulting as 2.9 mmol/l for chol. It is not clear if the measurement performed on (B)(6) 2015 was from the same sample or from a different sample collected at a different time. A clarification has been requested. The customer confirmed that all participants in this issue have been informed of the false results and the results have been deleted from the customer's laboratory information system. The customer stated that results were found to be normal again later that day. The patients were not adversely affected. The lot number of the chol reagent was 614989, with an expiration date of february 2016. The lot number of the crea reagent was 616099, with an expiration date of march 2016. The lot number of the ua reagent was 612309, with an expiration date of february 2016. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was asked for, but not provided. The analyzer has been confirmed as running within specifications. Issues with the reagents themselves can be excluded.

Manufacturer narrative:
The customer confirmed that the repeat results for both patient samples were measured from different samples collected at a different times and were not measured from the same sample as the initial results. The correct units of measure for crea have been confirmed as umol/l. The first patient is a (B)(6) male, with a date of birth of (B)(6) 1943. The second patient is a (B)(6) male, with a date of birth of (B)(6) 1978.